Manufacturer narrative:
The reported field event of peeling anomaly was confirmed. Upon receipt, several scratch and tool marks were noted on the surface of the device which is the cause of the damage to parylene coating and consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an unrelated procedure, the parylene coating on the header of the device was observed to be peeling off. The device was explanted and replaced to resolve this event. The patient was stable